Event description:
Procedure type: esophagectomy/gastric tube. According to the reporter: the device operator fired a sulu that had already been used. Tissue was cut but there were no staples left in the sulu. A new one was opened to complete the case with no problem. No patient harm. Operating time was not extended. Additional tissue needed to be resected and there was tissue damage. Nothing fell into the cavity. It is unknown if any reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).